Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed the first priming sequence at pulse 48 before being deactivated. Thus, the cannula could not deploy due to the device not completing second prime. The downloaded data does not show any timeouts or drive stalls during the pod's run. The drive mechanism was inspected and no damages or abnormalities were observed that could contribute to the cannula not deploying. The device functioned as intended.